Event description:
It was reported that during a prostate procedure, "the tip of the laser burned off after being used on prostate stones". The procedure was completed using a second fiber. There was ¿no injury to patient¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-415a-(B)(4): the fiber/glass cap exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited mild devitrification at the output window; the metal cap exhibited mild burnt on detritus. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/ procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.